Event description:
The facility reported an infusion pump with a failure code 12. The facility's rep stated that no pt incident was reported on this pump since the last baxter service event. It is not known whether the reported event occurred while infusing on a pt or during biomed testing. Add'l contact info was requested but none was provided.